Event description:
On (B)(6) 2014, tosoh bioscience, inc. Received information that a customer had noted erratic troponin results on the tosoh aia-2000 analyzer. One troponin result had been questioned by the physician and was repeated. The repeat results did not correlate with the previously reported result. The investigation indicated two other specimens that had also had erratic results, but incorrect results were not reported. All qc results were within acceptable range. Root cause: unable to definitively determine, but specimen draw tubes may be a contributing factor. The lab had changed specimen collection tubes from non-gel tubes to lithium heparin gel tubes. This is further evidenced by the fact that the lab is pouring off their specimens and since doing so have not seen any outliers.